Event description:
Report received indicates that patient developed irritation and what she describes as ulceration to the 12 and 6 o'clock area of peristomal skin under the mass and tape collar. Verification of open areas of irritation under mass; tape collar or both could not be determined. It was also noted that there was decreased wear and leakage at skin level under top and bottom of wafer. Additional reports from patient noted little improvement with stomahesive powder and skin prep. Outcome of patient was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.